Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on ilet for two days experienced hyperglycemia after pausing insulin delivery and showering, with glucose peaking at 322 mg/dl for approximately four hours and then trending down while using a cannula disconnected infusion set. Symptoms included drowsiness. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, no back-up therapy, and glucose stabilization trending toward target. Investigation included review of device reports and user education on leaving infusion supplies connected until glucose returns to range. Investigation of this case revealed no device alarms and no device malfunction observed, with the event consistent with early ilet adaptation and interruption of insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear.